Event description:
It was reported that pt experienced no stimulation sensation after being kicked over the ins site. At the time of the event "pop" was heard from inside the body. The recharger was not showing anything and no stimulation could be felt even after increasing the stimulations. Add'l info has been requested, but was not available on the date this report.

Manufacturer narrative:
(B) (4).